Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Data has been successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported she received a message 'lo' (reading less than 40 mg/dl) on her adc freestyle libre sensor scan. Customer further reported she "was not well" and saw a healthcare professional, who obtained a reading of 400 mg/dl on their hcp meter. The time elasped between the readings is unknown. Customer was administered an unknown injection. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she received a message 'lo' (reading less than 40 mg/dl) on her adc freestyle libre sensor scan. Customer further reported she "was not well" and saw a healthcare professional, who obtained a reading of 400 mg/dl on their hcp meter. The time elapsed between the readings is unknown. Customer was administered an unknown injection. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.